Event description:
The customer reported having issues with high blood glucose for the more than two weeks. The customer stated that few days before calling her glucose level was 36mg/dl and the paramedics were called; she was treated with an insulin drip. The customer was not taken to the hospital and when the paramedics left her glucose level was about 200 mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Reviewed the alarm history and found low reservoir and no delivery alarms. The high pressure test was completed and passed. The customer mentioned having mris while wearing the insulin pump. Ran the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.